Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator 3 (usm3) would not recognize instruments. The customer moved the instrument to the other usms and it did not have issue. The customer re-draped the usm3 and rebooted the system but the issue remained. The customer moved the usm3 away and docked the usm4 for the procedure. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was functional at power up. The customer was able to complete the procedure with the spare arm after disabling the arm 3.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported failure was confirmed via complaint details and replicated in-house. Unit was tested on in-house system where it passed normal mode. The unit was also tested on pftp where it failed carriage switches test for magnet instrument base. As root cause the acci assembly will replaced. The complaint was confirmed by failure analysis.